Manufacturer narrative:
(B)(4)

Event description:
Treatment of an a-comm (anterior communicating artery) aneurysm. On (B)(6) 2014, the patient underwent balloon assisted coiling embolization treatment. During the procedure, the first three coils were implanted in the aneurysm but the fourth implant coil could not pass through the catheter hub and was removed from the patient. A fifth implant coil was implanted without issues, but it was noticed that a few centimeters of the coil was protruding into the aca (anterior cerebral artery) upon changing fluoro view. The physician believes that the implant coil did not properly detach and the proximal segment of the coil was pulled back as the pushwire was pulled back. The implant coil detached once the pushwire was pulled back. The protruding segment had previously been in line and covered by the balloon guidewire; therefore, the segment was not seen at the time. The protruding segment was pushed back into the aneurysm by re-inflating the balloon where it remained securely in that position. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation (B)(4).